Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacting lifescan (lfs) alleging that her one touch ultra2 meter was powering off during use. The medical affairs specialist (mas) spoke with the patient four days later, and obtained the following information. The patient reported that the alleged power issue began 1 week prior to contacting lfs. As a result of the issue, the patient stated she was unable to obtain a blood glucose reading, and as a result decreased the amount of insulin she took on a daily basis. The patient stated that she took 15-20 units of humalog in the morning instead of basing it on her sliding scale, in addition to only taking 35 units of lantus at bedtime instead of her usual dose of 45 units. On an unspecified date/time, after the alleged issue began, the patient reported that she may have given herself too much insulin because she developed symptoms of shakiness and feeling nervous. In response to the symptoms, the patient stated that she ate a piece of candy and felt better afterwards. In addition, on an unspecified date/time, the patient reported that she went to see a doctor as a result of her body "aching all over". At the time of the doctor's visit, the patient confirmed that her blood glucose was not tested and that the doctor just prescribed some medication for high blood pressure. At the time of troubleshooting, the customer care advocate confirmed there was no known trauma to the subject meter and that the patient replaced the meter's batteries as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.